Event description:
It was reported that in the angio, the black tip of the catheter broke while the operation was in progress. As a result, the md had to make an incision to remove it from the pt. It was also reported that the md was very skilled with the percutaneous thrombolytic device (ptd) and followed the instructions for use as well. The following day, the md tried again using a new kit to successfully complete the procedure. There was a delay; however, there was no reported health or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.